Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age and date of birth unknown / not provided. A4: weight unknown / not provided. Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the fixed abutments broke during use. The dentist stated that they were used properly. The item has been replaced with a substitute. They have been replaced with replacement parts. Tooth sites #3 and #2.